Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the control valve while using the bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "check valve failure. Blood started leaking from the check valve while using bc. The patient reported that there was a possibility of check valve failure."

Manufacturer narrative:
Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter assembly and four photos. Upon inspection of the received unit, it was observed that the actuator was pushed through the septum which would allow for flow through the septum to occur. It was also observed that the blue adapter appeared to have cracks along the length of the device opposite the push tab. The unit was leak tested and leakage was observed from the adapter, confirming the defect of adapter damage/ leakage. Stress and cracking of the adapter would require significant force to occur; therefore, it is unlikely the defect occurred during use. Damage during manufacturing may occur during a station crash or due to machine misalignment. Material defects during molding may also affect the properties of the adapter. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. Lastly, incompatibility with a fluid or infusate may result in cracking of the adapter. Although the defect was confirmed, bd was unable to determine which scenario was more likely. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that blood leaked from the control valve while using the bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "check valve failure. Blood started leaking from the check valve while using bc. The patient reported that there was a possibility of check valve failure."